Event description:
A customer reported an issue with an wake button that did not respond and required significant force to operate. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.